Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident and the other blood glucose of the customer was in the range of 300 mg/dl to 400 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer treated with bolus. Customer reported that it lingered really high for 4 hours and it crashed and it went 43 mg/dl blood glucose, she treated drank some juice and had a piece of bread. The insulin pump will not be returned for analysis.